Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. The balloon was inflated three times where each were at 14 atmospheric pressures. On the third inflation, at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and no damage was noted. A different device was used to complete the procedure. No complications reported, and patient status was good.